Manufacturer narrative:
The customer complaint of backup mode was confirmed. Analysis of device image indicated that backup occurred due to nmi error consistent with hybrid ic sensitivity to cold temperature.

Event description:
It was reported that during the procedure, the device was found to be in backup operation. The device was removed and replaced. The patient was in stable condition.